Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Device manufacture date: not available at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-01030.

Event description:
As reported by a healthcare professional, during a is stent-assisted aneurysm embolization, the stent of a 4.5x22mm enterprise stent delivery system 12 mm dw tip (enc452212, 10989445) could not move in a prowler select plus 150/5cm microcatheter (606s255x, 30220160). Then physician withdrew the sent and microcatheter (mc) outside of body together. During checking, the stent deployed outside of the body, the body of the microcatheter was found wrinkle (creased). The cerebral target position was lost because the stent and mc was replaced by a new same code device. The procedure was completed by the new stent and mc. There was no patient injury reported. No additional intervention was needed to remove the devices from the patient. Adequate flush was maintained through the devices. No additional information is available.

Manufacturer narrative:
Product complaint # : (B)(4). Updated sections on this report: d10, g4, g7, h2, h3, h4, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a is stent-assisted aneurysm embolization, the stent of a 4.5x22mm enterprise stent delivery system 12 mm dw tip (enc452212, 10989445) could not move in a prowler select plus 150/5cm microcatheter (606s255x, 30220160). Then the physician withdrew the stent and microcatheter (mc) outside of the body together. During checking, the stent deployed outside of the body, the body of the microcatheter was found wrinkle (creased). The cerebral target position was lost because the stent and mc were replaced by a new same code devices. The procedure was completed by the new stent and mc. There was no patient injury reported. No additional intervention was needed to remove the devices from the patient. Adequate flush was maintained through the devices. No additional information is available. One non-sterile unit prowler select plus 150/5cm was received inside of a pouch. The received device was visually inspected, and no damages were noticed. A microscopic inspection was performed and no damage was observed. The ID and the od from the micro-catheter were measured and were found within specification. The received device prowler select plus 150/5cm was flushed using a lab sample syringe. After that, a guide wire .018¿¿ lab sample was introduced into the received mc and it advance with a slightly resistance/ friction, then the wire was able to pass through the mc without any difficulty. The complaint reported by the customer ¿catheter (body/shaft) - obstructed with mc loss of cerebral target position¿ was not able to confirm as during the functional test, the guidewire (lab sample) could pass through the received mc. The complaint reported by the customer ¿catheter (body/shaft) - kinked/bent¿ was not able to be confirmed as there was no damage found on the device. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device. However, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.